Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal system 3.8mm was being used for proximal anastomosis. Upon inserting the heartstring [into the aorta] and removing the deployment device the heartstring also withdrew and was either cracked or unraveled. Circulator indicated that the aortic cutter was not used perpendicular to the surface of the aorta. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25117332 and 25121310 the last 2 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal system 3.8mm was being used for proximal anastomosis. Upon inserting the heartstring [into the aorta] and removing the deployment device the heartstring also withdrew and was either cracked or unraveled. Circulator indicated that the aortic cutter was not used perpendicular to the surface of the aorta. The hospital did not report any patient effects.